Event description:
It was reported the pt was not receiving effective stimulation, and felt stimulation in the ribs which was not in his intended pain pattern. X-rays revealed slight lead migration. The pt was referred to a physician to decide the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.